Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
While the physician was trying to introduce the stent delivery system (sds) into the sheath, the stent shifted on the balloon, and moved from its original position on the balloon. The patient is a male. The target lesion was an iliac artery stenosis (side unknown). There was no damage noticed to the device when taken from its packaging. The device was properly inspected and prepped prior to use. There is no information as to where the physician made access to the patient. An 8fr. Sheath was inserted over an .035 guidewire. When the physician attempted to insert the sds into the sheath, he felt resistance at the hub of the sheath. The physician noticed that struts of the stent had uplifted during attempted insertion. The sds was removed from the guidewire and another device was used to successfully treat the lesion. There was no reported patient complications.